Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, g, b, c code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported complaint of the pump module intermittently displayed error code 211.2000 was confirmed during log review, but it could not be further investigated as the devices were not returned. Laboratory testing of the suspect pump modules and concomitant pcu could not be performed since the incident devices were not received for this investigation. The review of the error logs showed that the reported error code 211.2000 (communication failure) were recorded eighty-six (86) times from 7 january 2024 to 3 october 2024. The last error occurred on 3 october 2024 at 3:13 pm. The pump module event log was reviewed based on the last infusion programmed on 3 october 2024, at 2:49 pm an infusion was programmed at a rate of 250ml/h, with a volume to be infused (vtbi) of 100ml. At 3:13 pm, the pump module transitioned on schedule to keep vein open (kvo), then alarmed ¿channel malfunction¿. The bd alaris¿ pcu and pump module technical service manual explains that error code 211.2000 is a keypad processor communications error on the pump module, indicating an unspecified communication error. The recommended response is to replace the pump module logic board. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the reported intermittent displayed error code 211.2000 was confirmed through log analysis; however, a probable root cause of the error code 211.2000 could not be determined as no devices were returned for the investigation. The events could not be conclusively identified from the logs and email-only investigation.

Event description:
It was reported by the customer that they have a large volume pump module that had an intermittent "211.2000.0 error" that they were not sure how to fix. The customer was looking for troubleshooting help which bd provided. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that they have a large volume pump module that had an intermittent "211.2000.0 error" that they were not sure how to fix. The customer was looking for troubleshooting help which bd provided. There was no patient involvement.